Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the customer's blood glucose reading was greater than 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.